Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not returned.

Event description:
Affiliate reported that the patient was not satisfied with the pump and wanted it explanted. It was noted from the affiliate that the device was functioning properly.